Manufacturer narrative:
The events of "seroma, delayed healing, and wound dehiscence" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿possible rupture¿, ¿doesn't know if the seroma or not¿, ¿skin was keloid, and ¿the area where the surgery was performed was weak, swollen, red, and did not heal well.

Event description:
Patient reported left ¿possible rupture¿, ¿doesn't know if the seroma or not¿, ¿skin was keloid, and ¿the area where the surgery was performed was weak, swollen, red, and did not heal well, ¿. Device remains implanted.